Event description:
Coiling treatment was conducted of an aneurysm. It was reported that the coil was deployed successfully. Upon withdraw of the delivery pusher, it stretched and broke. The fractured segment remained in the microcatheter and was removed. No injury was reported with the pt as a result of the procedure.

Manufacturer narrative:
The device invovled in this event has not yet been returned for eval. Upon examination of the sample/completion of the investigation, a f/u medwatch will be submitted. (B)(4).